Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Immediately after an MRI examination of the torso, the user complained of distorted auditory perception. Previously, the user was extremely satisfied with the fitting.

Manufacturer narrative:
According to the information received from the field the recipient experienced distorted sound after a magnet resonance imaging. During device investigation a dislocation of the magnetic component inside the hermetic housing of the transducer was found, which causes an altering of the vibratory behaviour. This is a final report.

Event description:
Immediately after an MRI examination of the torso, the user complained of distorted auditory perception. Previously, the user was extremely satisfied with the fitting. On (B)(6) 2023 the surgeon reviewed the fixation of the implant intraoperatively under local anesthesia. The surgeon had the impression that the screws were firm but still attempted to tighten the screws. The user reported that the distortion is no longer audible. The positioning of the device was not changed and the device stays implanted and in use. Shortly after the fitting performed after the revision surgery in may 2023 he again complained of distortions in the speech signal and the hearing impression was not satisfactory for the patient. The user has been re-implanted.

Manufacturer narrative:
According to the information received from the field the recipient experienced distorted auditory perception after an MRI scan. The recipient reportedly underwent revision surgery to tighten the screws that likely loosened due to the force/torque of the MRI magnetic fields. The reported issue is no longer present. The device remains implanted and in use. This is a final report.

Event description:
Immediately after an MRI examination of the torso, the user complained of distorted auditory perception. Previously, the user was extremely satisfied with the fitting. On (B)(6) 2023 the surgeon reviewed the fixation of the implant intraoperatively under local anesthesia. The surgeon had the impression that the screws were firm but still attempted to tighten the screws. The user reported that the distortion is no longer audible. The positioning of the device was not changed and the device stays implanted and in use. The user will continue to be monitored.